Event description:
Two penumbra ruby coils were kinked in the proximal end of the pusher assembly during introduction in a progreat 025 microcatheter. No adverse effect on patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00500.